Manufacturer narrative:
Device is a combination product.     Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The target lesion was located in the proximal and mid left anterior descending (lad) artery. The left main artery was engaged with a 6f guide catheter and distal lad was crossed with a non-bsc guidewire. The lesion was initially predilated with a 1.25mm balloon catheter and up to mid lad, with a 2.0mm balloon catheter. A 2.25x24mm promus element¿ plus drug-eluting stent was then advanced but failed to cross the lesion. When the device was removed from the guide catheter, it was noticed that the stent got damaged and it looked retracted. Plain old balloon angioplasty was performed. No patient complications were reported and the patient's status was fine.